Manufacturer narrative:
(B)(4). The explanted products will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced an infection. The infection originated at the xiphoid incision, and the physician reported both the device and electrode incisions were opening due to infection. The system was explanted and the patient will remain hospitalized on antibiotics until the infection is resolved. The patient will then receive a transvenous ICD system. No additional adverse patient effects were reported.